Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for fm in the gel, embedded fm in tube, printing defects, ink on tube and scratch on tube with the incident lot was observed. Air bubbles in gel was not observed, since it was found within specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 73 occurrences of foreign matter, one label issue, three deformed tubes, and 328 instances of air bubbles before use. The following has been provided by the initial reporter: fm in gel x67. Deformed tube x3. Defective marking x1. Fm on shield x2. Black spot in tube x2. Dirty tube x4. Air bubbles in gel x310. Air bubbles in tube x18.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 73 occurrences of foreign matter, one label issue, three deformed tubes, and 328 instances of air bubbles before use. The following has been provided by the initial reporter: fm in gel x67, deformed tube x3, defective marking x1, fm on shield x2, black spot in tube x2, dirty tube x4, air bubbles in gel x310, air bubbles in tube x18.